Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed for 'kink in the locator'. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after percutaneous coronary intervention (pci), the angio-seal device was used for hemostasis. As resistance was felt when inserting the assembly into the artery, the insertion angle was changed, but the resistance was still encountered. The assembly was withdrawn and checked outside the body, and a kink was found in the locator. The angio-seal device was not used, and another angio-seal device was used to continue the procedure. However, resistance was felt during insertion of the assembly into the artery, and a kink occurred in the locator. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.